Event description:
A pt had been intubated with a hilo evac endotracheal tube for a period between 2 and 7 days. There was no tracheal trauma while pt was intubated. Following the planned routine extubation, the pt developed respiratory stridor requiring reintubation. It was reported that the size and the lot number of the tube are unknown. It is not known if the tube was retained or discarded.

Manufacturer narrative:
Covidien has requested that if available the hilo evac tube be returned for failure investigation. No analysis or conclusions can be drawn without the device or the lot number. If the device is returned and/or the lot number becomes available, a follow up report will be submitted.